Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specification. The sensor failed due to high readings.

Event description:
Customer's mother reported customer has been receiving lost sensor and change sensor alerts. Customer's blood glucose is 368 mg/dl. She treated with manual injection. Customer is not currently using the insulin pump. Customer was receiving low 40 mg/dl alerts during the night. Customer was advised to change out the sensor. Nothing further reported.